Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(6). (B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was planned to be explanted from patient's left eye in a secondary surgical procedure because of hyperopic result. The replacement lens is scheduled to be a model zcb00 25.0 diopter lens. Additional information was received, and it was learnt that lens was explanted on (B)(6) 2019 in secondary surgical procedure. There was no incision enlargement, no vitrectomy and no sutures used. Visual acuity pre-op (pre-initial implant): 20/150, visual acuity post-op (post-initial implant): 20/150, visual acuity post-op (post-replacement): 20/25+2. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .